Event description:
(B)(6) 2013 - rbs - the dealer reported that the patient was driving the tdxsiv custom power wheelchair when the unit was hit by a car. No product malfunction was alleged. However, the patient sustained unspecified injuries, and medical attention was sought. Should we receive additional information, this file will be revised, and a supplemental report will be filed.